Event description:
It was reported that during a visceral procedure, the clips would not hold after placing. Upon the activation of the applier, several clips fell into the patient without closing on the vein. The clips were removed and the surgeon coagulated by manual sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.